Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens) for urge incontinence. It was reported that the patient could not go at all for the last couple days. No further complications were anticipated/reported.